Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the electrosurgical generator had error code e433. The issue occurred during inspection for use. There were no reports of patient harm.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was reproduced. Based on the results of the investigation, a root cause could not be identified. The following is included in the device IFU: the reported risks/hazards are described in "7 before use" and "8 use". 7 before use 7.1.6 inspecting the alarm function: warning: if the alarm function is not normal, the electrosurgical generator might fail to detect an equipment error and this may result in unexpected burns, perforation and/or bleeding. Be sure to inspect the alarm function before use. Inspection of neutral electrode warning: make sure that no neutral electrode is connected to the neutral electrode socket of the electrosurgical generator. Try to activate any monopolar mode by pressing the corresponding foot switch pedal. The contact quality monitor indicator for split type neutral electrodes illuminates red, and the output cannot be activated. Confirm that an error window ("e202: insufficient neutral electrode contact") is displayed and an audible signal can be heard. The audible signal stops, and after a few seconds the error window disappears. 8 use: 8.1 safety notes for use: before starting an operating procedure, confirm that the connections of the power cable, foot switch, neutral electrode and hf instruments are secure and correct. Warning: irregularity or damage: if during operation any irregularity will be suspected, do not use the electrosurgical generator and refer to section ¿8.11 troubleshooting¿ . If the irregularity is still suspected after consulting this chapter, contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage. Caution: compatible hf instruments. Olympus hf instruments should be used for electrosurgical procedures. For details, refer to the instruction manual of the hf instrument. If you have any questions concerning the applicability of your hf instrument, please contact olympus. One instrument per output socket only do not connect more that 1 instrument per output socket. 8.11 troubleshooting: caution: repairs must only be carried out by olympus or a firm authorized by olympus. If the electrosurgical generator does not functioning properly, immediately stop the procedure. Check if any error window is displayed. If an error window is displayed, use the information in section "8.11.1 error messages, codes and measures" to identify and correct the malfunction. If no error window is displayed, use the information in section "8.11 troubleshooting" to identify and correct the malfunction. If the problem cannot be resolved by the above described remedial action, stop using the electrosurgical generator and contact olympus for repair. General problems perform the indicated remedial actions below. If the problem cannot be resolved by the described remedial action, contact olympus. 8.11.1 error messages, codes and measures: the error messages are configured as shown in the following example. Caution symbol and error code. Error title: remedial actions: the ok button is not available in software versions lower than 4.00-a. If an error occurs: an error window will appear and an alarm signal is audible. A short message with the error code, error title and a description of the remedial action will be displayed. The error code consists of an error number shown under the ¿caution¿ symbol. Depending on the error priority, the condition of the audible signal and the ¿caution¿ symbol are different. Proceed with the described remedial action. The error window disappears after 10 seconds, if the error is cleared. To clear the screen earlier press the ok button. If the error window is still displayed, the error is not cleared. Proceed with the next remedial action if available. Alarm priorities the electrosurgical generator is equipped with an intelligent alarm function which determines alarm conditions on the base of multiple variables. Depending on the risk potential, alarms are classified in ¿high priority¿, ¿medium priority¿ and ¿low priority¿ alarms. The following table shows the error priorities and the corresponding indicator condition: error category error condition priority indicator (caution symbol) condition high priority immediate user response is required. Flashes in red color. Medium priority prompt user response is required. Flashes in yellow color. Low priority awareness of the user is required. Constant on in yellow color. An alarm of higher priority overrides an existing alarm of lower priority. If more than one alarm situation of equal priority is determined, the one that occurred first is displayed only. Table of error messages: if an error code is displayed, perform the indicated remedial actions below. The error messages in the following table are sorted numerically according to the error code. If the problem cannot be resolved by the described remedial action, contact olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.